Event description:
The surgeon noticed that the tip of the iris scissor was missing. The surgeon searched the field and the incision. The tip could not be located. The patient x-ray was negative for scissor tip.